Event description:
Per the clinic, the patient experienced infection at the implant site, exposing the device. Subsequently, the patient was treated with oral antibiotics (date and duration not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2025.

Manufacturer narrative:
Correction: the correct date of awareness for the initial MDR report is february 12, 2025 not march 10, 2025 as previous reported.

Manufacturer narrative:
Device analysis report attached.